Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system was not booting up and shutting down on its own before cataract surgery. The system was only to be used for cautery. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming host printed circuit board (pcb) and the power supply were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host printed circuit board (pcb) and/or the power supply. The manufacturer internal reference number is: (B)(4).